Manufacturer narrative:
As reported, the hemostasis valve of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from the catheter and was noted on the coronary sinus catheter after removal and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter prematurely from the patient. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The catheter was prepped correctly by the or staff. The procedure was already complete when this event occurred. The device was discarded and will not be returned for evaluation. A product history record (phr) review of lot 18500965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hemostasis valve/hub ¿ separated¿ could not be returned because the device was not returned and images were not provided. The exact cause of the separation cannot be determined, and handling factors and device incompatibility cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿hold the sheath in place when inserting, positioning, or removing the catheter. The suture collar may be used as a temporary suture site.¿ in addition, the IFU states, ¿a catheter sheath introducer (csi) facilitates percutaneous entry of an intravascular device. Color coding indicates the french size of the largest intravascular device that will pass through the csi. The availability of french sizes varies per product line. Refer to product catalog for availability.¿ based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostasis valve of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from the catheter and was noted on the coronary sinus catheter after removal and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter prematurely from the patient. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The catheter was prepped correctly by the or staff. The procedure was already complete when this event occurred. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the check valve of an 11f 11cm avanti+ catheter sheath introducer (csi) came out with the sinus catheter, and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter from the patient. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The device will be returned for evaluation.